Event description:
Customer reports a discordant result on a hba1c test run on the dca system. The patient is a known diabetic. Prior to testing the physician had increased the patient insulin and as a result, questioned the 8.9 result. The patient was not treated as a result of this event.

Manufacturer narrative:
Repeat testing was not done on the tube sample. Controls run on (B)(6) 2012 were within range. Reference test method is unknown. No patient history is available. The reference lab is running a siemens dimension xpand system. Testing techniques were reviewed. Manufacturer will request customer do precision check with abnormal qc x3 using same reagent lot. If precision passes then preanalytical sources of error should be considered such as testing done by non key users, reagent handling (fingerprints on cartridge optical window or delay in using an opened cartridge) sample handling issues, not wiping excess blood off the capillary device or squeezing the puncture site.